Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that their verio meter powers off during use. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2012 at around 10:20pm prior to the alleged issue he developed symptoms of feeling shaky and not feeling clear. He attempted to test his blood glucose a minute later and the meter powered off during use. He then tested on his back up meter and obtained a 3.4 mmol/l ( 61 mg/dl). The patient then self-treated with food/drink. He felt better a few minutes later. He did not seek any further medical attention or contact his physician for assistance. The last reading the patient obtained on his verio meter prior to the alleged issue was on (B)(6) 2012 at 3:20 pm and obtained an 8.5 mmol/l. The patient tests his blood glucose approximately six times a day. When the meter stopped working at 10:20pm that night he started to use his back up meter and continued to take his insulin as needed. This is not the first time the product was being used. There was no misuse of the product. The battery did not need to be replaced and the alleged issue was not resolved over the phone. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient developed symptoms just prior to testing. The patient was already in injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.